Manufacturer narrative:
Updated to adverse event & product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code (B)(4) no longer applies. Device code (B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The representative insisted the concentration of lioresal was 2000g/ml [this was interpreted as 2000 mcg/ml]. The model number of the catheter that was partially explanted was 8780. The implant date of the catheter that was partially explanted was (B)(6)2013. The cap test indicated there was normal flow from the port, but after applying increased pressure with the catheter manually closed, there was a leak from the side of the port. The tracking number for pump and catheter return was not available at the moment. A video of the explanted pump with a portion of the catheter still connected was received. The video showed the catheter manually clamped shut, and a needle inserted into the catheter access port. When fluid was injected, a drop can be seem forming at the pump catheter port, and running down the side of the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was stated that the catheter was indeed an 8780. The lot number of the catheter was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal ("2000 g/ml" at "500 g/day") via an implantable pump for an unknown indication for use. It was reported there was a potential problem with the patient's synchromed ii. The event date was provided as (B)(6) 2017 it was stated that sterile fluid gathered at the site of the pump. The hcp examined the fluid, which was clear and not contaminated. The hcp assumed there was some kind of allergic reaction to the metal of the pump. They tried to examine the pump, and the catheter access port (cap) was tested with increased pressure. The hcp decided to explant the pump, since the collection of fluid was causing wound opening at the pump site. A partial explant was performed on (B)(6) 2017. The pump was explanted, and part of the catheter remained implanted. No obvious external contributing factors to the event were reported. The issue was resolved, and the pump would be returned. The patient status was alive - no injury. No further complications were reported or anticipated. The patient's medical history included severe spasticity after traumatic brain injury.

Manufacturer narrative:
Analysis of the pump identified no anomalies. If information is provided in the future, a supplemental report will be issued.